Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic system vitrector did not work and it did not irrigate . Procedure details and patient impact have not been provided.

Manufacturer narrative:
The company representative was able to identify an issue with a component was found missing from the system. The missing component was the key contributor to the vitrectomy function not working. How or why this component was missing, cannot be concussively identified. The missing component was installed to address the issue. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported irrigation event remains inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported irrigation event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).